Manufacturer narrative:
Concomitant medical products: product ID; 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the device was 100% okay. There was no further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins does not recharge correctly. The patient was implanted in (B)(6) 2019, and started up in (B)(6) 2019. An interrogation report noted that recharge coupling was fair with four bars, and the ins was at 50% battery level at the time of interrogation on the day of this report. The patient had an appointment with the physician scheduled for (B)(6) 2019. There were high impedances noted on the left internal globus pallidus (gpi) lead of 2139 ohms c/2, 2248 ohms c/0, 4016 ohms 0/3, and 4281 ohms 0/2. None of these electrode pairs were used in the patient's active settings. No patient symptoms/complications were reported.